Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). Initial ((B)(6) 2008) and follow-up ((B)(6) 2009) respectively were processed together. This case involves (B)(6) female who received poly-l-lactic acid (sculptra) 10 ml in face and neck, for flaccidity. Relevant medical history and concomitant medications were not reported. The physician reported that the patient received poly-l-lactic acid (batch a6015) via deep intradermal/subcutaneous on (B)(6) 2008. On (B)(6) 2008, the patient presented with intense erythema, intense edema, moderated pain and local hot sensation. Corrective treatment used was nonsteroidal anti-inflammatory drug (nos), injectable corticosteroid (nos) and antibiotic levofloxacin (levoxin 500). Event outcome is unknown. Reporter's causality: highly probable. (B)(4). This case is 4 out of 4 cases reported by the physician. Please refer to cases (B)(4). Addendum (B)(6) 2008. This new follow-up was received on (B)(6) 2008 out of sequential date order. The physician informed that poly-l-lactic acid was diluted in 10 ml. This application technique used was deep intradermic injection or subcutaneous with previous aspiration. Poly-l-lactic acid was applied, for the first time on (B)(6) 2008. No concomitant therapy and no implants technique were used. The physician stated that she suspects of this poly-l-lactic acid flask. Addendum for follow-up information received on (B)(6): (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Handling error by customer. The DHR (device history records) and the analytical results of the batch a6015 were reviewed and no anomalies, which could be related to the event occurred, were pointed out. The appearance test showed no anomalies were pointed out in any batch. A reconstitution and syringe ability test were performed. The suspensions obtained were found to conform. An injection test was performed and it was noticed that the needle began to clog after the delivery of the first suspension drops, but it could easily be cleared by shaking the suspension inside the syringe or drawing back the plunger. According to all the results obtained, there is no quality issue for this batch. On the basis of the complaint description, we can conclude that the event should be due to a wrong or partial application of the reconstitution procedure. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.